Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 ,serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing swelling and discomfort at the implant site, and diarrhea. The patient was given medication. The patient was doing well.